Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced shortness of breath since upgrading her ins to a newer model. She was told by her pulmonologist that the symptoms were due to the ins and she needed it explanted. The patient didn't have any of these respiratory issues prior to the upgrade. The ins was explanted and the patient reported improved breathing in recovery. The issue was resolved. The hospital had possession of the explanted devices, but the rep said they would be returned.